Event description:
The customer states that a patient sample processed using the architect ca-125 assay generated a higher than expected result of 670 u/ml using reagent lot # 68652m100. The sample was repeated with the same reagent lot producing the same result. The sample was then retested using a different reagent lot # 69459m100 yielding a lower result of 250 u/ml that was reproducible upon retest. The sample was retested on another device using reagent lot # 69459m100 (after a reagent calibration) with a result of 236.9 u/ml. No adverse impact to patient management was reported for this issue.

Manufacturer narrative:
(B)(4). Evaluation: a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. A review of historical data generated through complaint investigations involving the causative agents was performed. The data provided evidence that the product was performing as intended. A review of the final release testing data for the identified causative agents was performed; the lots were deemed acceptable for release for product for sale. The investigation included record review, labeling review including complaint tracking and trending review, review of historical testing data for reagent lot 68652m100 and final release testing data review. Using a kit of the same reagent lot, 68652m100 the following testing was performed during the investigation. Abbott controls and three levels of architect ca 125 panels were tested. The panels are made from defibrinated human plasma and each level has a known ca 125 concentration. All of the abbott controls and panels met the specifications. This demonstrates that the assay is capable of accurately determining known concentrations of the ca 125 analyte in samples that are representative of patient specimens. In addition to testing, we reviewed customer complaints received to-date to determine if others have experienced the issue encountered in this complaint. The review of this data did not identify a trend that would suggest a problem with reagent lot 68652m100. Other records we reviewed are the final release testing data for this reagent lot. The abbott controls and internal panels representative of patient specimens were within our internal specifications. This demonstrates that the lot was deemed acceptable for release for product for sale. A specific reason for the result obtained in this complaint could not be identified. However, the issue is addressed in the product labeling. This information provides guidelines on how to utilize this assay when monitoring patients with ovarian cancer and the assays intended use. A product deficiency was not identified related to the issue of this complaint. The investigation has determined that this assay is performing acceptably. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
MFR response letter dated 12-31-08: we were not aware of this medwatch report, which is more than 8 yrs old now, until it was pointed out by FDA investigator recently during inspection. FDA rep could not locate the full report to allow us better understanding of the problem and how to contact the institution and person who submitted the medwatch report. We were told also that any additional info - if located - could not be supplied to us anyway, for legal and foi (freedom of information) restrictions. We do not recognize the issue at hand, as the breisky retractors do not have clips that hold the fiber optic light cords. There was no adverse event associated with the report, and the available info does not state that a surgical intervention was required. We take product non conformities very seriously, and it is unfortunate that this event occurred without us having the chance to know about it on time for proper investigation and corrective actions. We strongly suggest - due to the importance of medwatch reports - that they will be sent by FDA from now on via registered mail with receipt requested, and/or via fax where proper transmission is documented. We hope that your dept will be able to do so in the future. We were advised by FDA rep that no action or letter is required on our part, after she reviewed the info. But we choose to write this letter for your documentation as well as for ours. We checked and confirmed very recently that currently, none of our re-usable surgical instruments have such clips. We remain vigilant in detecting product non conformities, and inform our mfrs for appropriate investigations and corrective actions. Please note our new address on our letterhead, as the one mentioned in the medwatch report is no longer valid.